Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was having drainage and pain. Additional information was received that the patients leads were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19211726.

Event description:
It was reported that the patient was having drainage and pain.